Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken tie-rod issue could not be determined, however, the issue was likely the result of wear due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The customer¿s allegation of broken tie-rod was confirmed. Wear and tear damage with customer mishandling and use over time is suspected to be the cause of the damage. Additionally, angulation becomes locked, and cannot disengage. This was from the bending tube unit being damaged, and due to damage on the bending tube, the bending section cannot be controlled at all. The following findings were also identified, and are as follows: the scope ID data was incorrect, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, due to a dent on the distal end, water tightness was lost, the image guide bundle had significant breakages, and the acoustic lens was peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope experienced a broken lock-tie. It is unknown when the event took place. There is no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the angulation becomes locked-cannot disengage, and due to damage on the bending tube, the bending section cannot be controlled at all. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.